Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent transvaginal hysterectomy, anterior repair with mesh, posterior repair, enterocele repair, bilateral sacrospinous fixation, and perineorrhaphy due to uterovaginal prolapse, cystocele, rectocele, enterocele, and perineal body birth injury with enlarged introitus. Post implantation the patient experienced pain, infection, bowel disturbances, fistula, erosion and extrusion. It was reported that the patient underwent mesh revision in (B)(6) 2009 due to mesh erosion. It was reported that the patient underwent mesh removal in (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.